Event description:
It was reported that this lead was an attempted implant due to it was difficult to position and it was exhibiting noise and high pacing threshold measurements. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Please disregard this report 2124215-2023-43983 as this was already reported under report 2124215-2023-45330.

Manufacturer narrative:
Please disregard this report 2124215-2023-43983 that was submitted with the wrong serial and model. This was already reported under report 2124215-2023-45330.

Event description:
It was reported that this lead was an attempted implant due to it was difficult to position and it was exhibiting noise and high pacing threshold measurements. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant due to it was difficult to position and it was exhibiting noise and high pacing threshold measurements. A new lead was successfully implanted. No additional adverse patient effects were reported.